Manufacturer narrative:
(B)(4). Per information provided by the foreign distributor, carefusion technical support shipped a replacement turbine assembly, and issued a return goods authorization (rga) number for the return of the alleged faulty turbine assembly for evaluation. As of 4/9/2015, carefusion has not received the alleged faulty turbine assembly. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The description of the following event originated from a foreign distributor in (B)(4). The distributor reported that one of their ventilators is alarming "vent inop and motor fault". The turbine was replaced, and that resolved the issue. No patient involvement.